Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was capped and surgically abandoned due to an unknown issue. No additional adverse patient effects were reported. The field representative was reached for more information but unfortunately, he does not recall the event.